Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that the patient was revised due to failed right tha associated with elevated metal ions, pseudotumor, tissue reaction and necrosis of the bone. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00771300700 modular femoral stem, 61172385; 65620005222 acetabular shell 61118048; 00630505032 acetabular liner 61241898; 00625006535 bone screw 61249402; 00625006530 bone screw 6125502; 00625006525 bone screw 61258645, 00784801200 modular neck 61195853.

Event description:
It was reported that a patient underwent a total hip arthroplasty, subsequently patient developed hip swelling. Revision of right hip performed approximately 8 years post operatively. Surgeon noted tissue damage, bone necrosis, staining and corrosion.